Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilization. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant) and genital haemorrhage (seriousness criteria hospitalization and medically significant). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.